Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that log files were not available for evaluation. However, the alarms resolved after the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 13 days (09nov2025 ¿ 20nov2025 and 10feb2026 per time stamp). The backup battery fault alarm activated on 18nov2025 at 22:46:28 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The alarm cleared on 19nov2025 at 05:42:29 when the controller passed another load test and passed. The driveline was disconnected on 20nov2025 at 18:55:41 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Additional information provided stated that exchanging the system controller resolved the alarm. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 12jul2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was showing emergency backup battery (ebb) faults even though there were still 11 months until the expiration date of the ebb. The alarms were intermittent, and not showing all the time. The patient was noted to be pediatric, and the family was nervous. The system controller was exchanged.